Event description:
The customer contacted stryker to report their device can no longer be used. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the device and was able to verify and duplicate the reported issue. The system pcba has failed and no replacement is available. The device will be scrapped.

Manufacturer narrative:
The customer received a replacement device correction: section h device code grid of the initial medwatch report indicates: failure to power up section h device code grid of the initial medwatch report should have indicated: electrical/electrical property problem

Event description:
The customer contacted stryker to report their device can no longer be used. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.